Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electro surgical generator unit (iesu). Isi has not received the iesu for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced m-36 errors on the vio integrated electro surgical generator unit iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted m-36 pointing to defective cautery cable and asked customer to try a different cable; however, the issue persisted. The customer also stated they tried using different instruments and was still getting the error. Additional troubleshooting steps were performed, and the issue remained. The tse then advised the customer to use a third-party generator and the procedure continued as planned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa did not confirm or reproduce the reported noise. The iesu was tested on in-house system. The unit energized and cauterized, and all ports recognized the instruments.